Manufacturer narrative:
Additional information received from the local field representative indicated that the patient planned to be monitored. Additional testing planned to be performed at the next regularly scheduled follow-up. At this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and single coil right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. All other electrical measurements were within normal limits. Boston scientific technical services (ts) reviewed device data and confirmed that all trends seem to be stable. There was no evidence of noise. The device has never delivered a shock. Ts recommended performing aggressive patient manoeuvres and isometrics at the next follow-up to determine if there is a change in impedance values. They also discussed delivering a max energy shock to determine the delivered impedance value. No adverse patient effects were reported.